Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from the biomedical engineer (bme) on the v60 ventilator indicating that the device was not delivering the correct tidal volume. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient. A response to a request for further information was received and it was reported that the patient was on a v60 device and needed to be transferred to the ward. The patient was swapped to another v60 unit that was not screwed to a stand for the transfer. The tidal volumes changed. The o2 bottle was changed, and circuit was checked. When put on the v60 device again, the tidal volumes dropped again. A second transport v60 unit (case documented on a separate complaint record) was attempted to be used but it had the same issue. The patient was put back onto the original v60 that was fault-free with the same 02 bottle, circuit, and mask. There were no issues. The patient's tidal volumes returned to normal values. No medical intervention was provided other than swapping devices over when tidal volumes dropped after a few breaths, to avoid patient deterioration. It was reported that there was a delay transferring the patient to ward and therapy was interrupted due to multiple swaps of devices. The complaint indicated that the device previously came back from service in june. The remote service engineer (rse) provided the biomedical engineer with a list of questions to ask the clinicians to investigate how the issue occurred and requested logs to see if there were any errors.

Manufacturer narrative:
Information was received indicating that the biomedical engineer (bme) performed preventive maintenance (pm) on the device and did not come across any issues. The bme suspected that the tidal volumes changed from the user rather than the device. No issues were recorded after one month of monitoring and the device was returned to service.